Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise which resulted in intermittent pacing inhibition. The patient had experienced complete heart block and syncope. The noise was able to be reproduced with isometric manipulation. The patient underwent a revision procedure and this lead was surgically capped and a new lead was successfully placed. No further complications have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.